Manufacturer narrative:
Device not yet returned for investigation.

Event description:
It was reported that the tip of the small pointer broke off during cleaning in sterile processing. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the tip of the small pointer broke off during cleaning in sterile processing. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
During failure analysis, the reported event that the tip was broken off was confirmed through the visual inspection. During device evaluation we were unable to determine what caused the broken tip. It is possible rough or improper handling led to broken tip. The device was discarded by the manufacturer following evaluation.